Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the storage space was failed. A field service engineer (fse) informed that the technical support specialist reported failed storage space alerts had been identified across multiple stations and reviewed through the system dashboard. A technical support specialist dialed into server and accessed health sight viewer (hsv) dashboard. Confirmed 75 items listed under failed storage space across multiple stations. The fse arrived onsite and verified the reported condition with the customer. The customer stated that the issue had already been resolved prior to the visit. The fse confirmed that no drawer failures were present and verified that the station was functioning normally. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server storage space failed in health sight viewer (hsv). The customer tried to recover, but issue was not resolved. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.